Event description:
The patient developed an infection at the pocket and lead incision site. The physician prescribed antibiotics to treat the infection. Subsequently, the patient's system was explanted.

Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.